Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed. The root cause for the severed trunk cable connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a (B)(6) patient's electrode belt had exposed wires.